Event description:
Catheter was inserted on 7/7/97 and catheter leaked from arterial lumen at connection of hub during first dialysis treatment. Pt returned to surgery and had catheter replaced. Pt suffered no ill effects from incident.